Event description:
Major pump unit(s) involved: blood pump, drive unit failure.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump; drive unit failure. Additional text: lvad malfunction - end of life; lvad malfunction - end of life. Specific component(s) involved: pump drive unit malfunction. Additional text: lvad failure - end of life. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of driveline; replacement of pump. Implant device type: lvad.